Manufacturer narrative:
(B)(4). The bloodline is connected to the cannula of the venous needle. The venous needle with cannula is not manufactured by fresenius medical care. There was no allegation that the blood loss was caused by a loose or faulty connection, but rather the event was likely the result of the patient picking at the tape holding the needle in place and leading to the needle dislodgement. The post market surveillance is in the process of requesting medical records and treatment data in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A user facility reported that the venous access needle dislodged from a patient with approximately one hour left on the prescribed hemodialysis treatment. Reportedly, the nurse overseeing the patient noticed the needle dislodgement soon after it occurred and immediately stopped the treatment. The 2008t hemodialysis machine failed to alarm when the needle dislodged. The patient was described as being very restless and jittery in the chair at the time of the incident. The patient's estimated blood loss was approximately 300-400ml. The patient was hospitalized, and received a blood transfusion as a result of this event. Following the patient's discharge from the hospital, the patient returned to the clinic to continue receiving regularly scheduled hemodialysis treatments. The bloodline is not available for evaluation by the manufacturer.

Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Furthermore, no malfunction was reported for the bloodline product. The disconnection was noted as being the needle, and not the bloodline; therefore, the complaint has been deemed not confirmed. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. On (B)(6) 2016, a (B)(6), end stage renal disease (esrd) patient was undergoing a routine hemodialysis (hd) treatment when the venous needle dislodged. The hd treatment was terminated. The 2008t hd machine did not alarm when the dislodgement occurred. The patient¿s estimated blood loss (ebl) was reported as being approximately 400-600ml. The patient did not lose consciousness and the vital signs remained stable. The patient received two liters of normal saline (ns) and a stat blood draw was performed to evaluated the hemoglobin (hgb) and hematocrit (hct) levels. The patient was transported to the emergency room (ER) via emergency medical services (ems) in stable condition. The patient was evaluated in the ER for acute hemorrhage from arteriovenous (av) fistula and anemia. Patient was discharged to home within five hours. ER intervention unknown. The medical records received contained treatment records from the dialysis clinic for the event and physician¿s ER notes. However, medical records did not contain ems transport record, nor ER md orders, ER rn progress notes, or medication administration records from ER visit. The 2008t hemodialysis operator¿s manual p/n 490122 rev n contains the following warning on pg. 103. ¿warning! The low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation.¿ the medical record clearly revealed the blood loss was a direct result of the patient's dialysis venous access needle becoming dislodged. The bloodline is connected to the cannula of the venous needle. The venous needle with cannula is not manufactured by fresenius medical care. There was no allegation that the blood loss was caused by a loose or faulty connection. Medical records do not indicate there was a causal relationship between the 2008t hd machine, the fresenius bloodline and the patient's complaint of being light headed, or the acute hemorrhage resulting in anemia. There is no documentation in the medical record to conclude that the 2008t hd machine or the bloodline caused or contributed to the clinical outcome of blood loss and hospitalization.

Event description:
At 9:15 am, approximately two and one half hours after the initiation of treatment, while performing an access check, the patient was found to have an active bleed. The venous needle had dislodged. The pump was stopped and pressure was applied to the access site. A conversation with the assistant cm confirmed the patient was cannulated during hd treatment and "the actual needle was removed. There was no disconnection in the actual bloodline itself." The patient was alert, and blood pressure (bp) was found to be 121/70. The patient soon complained of feeling nauseas, so a stat blood draw was performed to assess patient's hemoglobin (hgb) and hematocrit (hct) levels, and normal saline (ns) was started. At 9:18 am, the patient's bp was found to be 83/30, and pulse was 78. Normal saline was continued until a total of two liters had been administered. At 9:22 am the patient's bp was 157/79 and pulse was 83. The patient was alert and denied any complaints. The patient's estimated blood loss (ebl) was 400-600 ml. Emergency medical services (ems) were contacted (911), and then the patient was transferred to the hospital. Upon arrival at the emergency room (ER), the patient was noted as being pale and feeling very lightheaded; no syncope. The patient denied having chest pain, shortness of breath, nausea or vomiting, abdominal pain, headache, syncope, palpitations, altered vision, altered coordination, focal weakness, altered sensation, confusion, or seizure activity. Orthostatic vitals taken at 1:30 pm recorded as improved and negative. At 2:03 pm, the patient was discharged home.